Event description:
It was reported that this right ventricular (rv) lead had a helix stuck but was straightened out after stylet manipulation and lead body turns and axial tension. Technical services (ts) that can continue with axial tension but with limit of pulling 2 suture sleeve lengths. Physician decided to abandon the lead than continued pulling that may lead to helix break. A new lead of the same model was successfully implanted. This rv lead was surgically abandoned and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in blocks f10 and h6 as per reported device codes. This supplemental report was created to capture information corrections.

Event description:
It was reported that this right ventricular (rv) lead had a helix stuck but was straightened out after stylet manipulation and lead body turns and axial tension. Technical services (ts) that can continue with axial tension but with limit of pulling 2 suture sleeve lengths. Physician decided to abandon the lead than continued pulling that may lead to helix break. A new lead of the same model was successfully implanted. This rv lead was surgically abandoned and will not be returned. No additional adverse patient effects were reported.